Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "the patient presented today...with a dislocated (right) shoulder.

Event description:
As reported: "the patient presented today...with a dislocated (right) shoulder.

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding dislocation involving a patient specific proximal humerus was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the medical review confirmed the dislocation. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 22jul2020 with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding dislocation involving a patient specific proximal humerus was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as catalogue and batch numbers for the glenoid component, the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.